Event description:
There was an allegation of questionable elecsys troponin t assay results for 6 patient samples on a cobas e 801 analytical unit. The emergency room staff questioned the initial high results which prompted the customer to repeat the patient samples. For sample 1, the initial troponin result from an aliquoted patient sample was 74.6 ng/l. The sample was repeated on another e801 analyzer and the result was 6.00 ng/ml with a data flag. For sample 2, the initial troponin result from the primary patient sample tube was 104 ng/l. The sample was repeated on another e801 analyzer and the result was 11.9 ng/ml., for sample 3, the initial troponin result was 60 ng/l. The sample was repeated on another e801 analyzer and the result was 6.00 ng/ml with a data flag. For sample 4, the initial troponin result was 91 ng/l. The sample was repeated on another e801 analyzer and the result was 23 ng/ml. For sample 5, the initial troponin result was 142 ng/l. The sample was repeated on another e801 analyzer and the result was 95 ng/ml. For sample 6, the initial troponin result was 78 ng/l. The sample was repeated on another e801 analyzer and the result was 6.00 ng/ml with a data flag. The repeat results were deemed correct.

Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) checked the analyzer and performed calibration and qc successfully. The investigation is ongoing.

Manufacturer narrative:
The calibration and qc were acceptable. A general reagent issue was excluded. The issue was resolved by recalibrating and repeating qc. The root cause of the issue could not be determined.